Manufacturer narrative:
Block h3: the pioneer plus catheter was returned in 2 pieces. Visual inspected found the distal tip separated from the distal fillet. There was no missing material detected. Block h6: the probable cause of the separated distal tip is damage during use. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Serial number not applicable for this device. The pioneer plus catheter was not returned for evaluation, thus no returned product investigation was performed. Correction/removal number: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a pioneer plus catheter was used in a diagnostic peripheral procedure in a severely calcified mid sfa. The catheter was advanced through an introducer sheath, and about an inch into the vessel, resistance was felt. Advancement was stopped and during pullback, resistance was felt again inside the sheath. Some degree of force was applied and the catheter was able to be removed from the sheath. Upon inspection outside the body, it was noticed that the distal tip separated, but remained intact on a non-philips guidewire. The procedure was completed with a non-philips device. No patient injury reported. This product problem is being submitted because the distal tip separated. There is a potential for harm if the malfunction were to recur.